Event description:
It was reported that during a da vinci-assisted surgical procedure, air leakage occurred with the universal seal. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The seal was analyzed and found to have tears. The component is damaged and there may be missing material, but the size of the missing pieces cannot be confirmed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the torn seal is attributed to damage during various handling points, including installation or use.